Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had elevated bgs and chest pains. It was indicated that the md believes the cause of the event was due to the pump. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The nurse discovered an error alarm occurred prior to the event. It was noted that the customer does not remember receiving this alarm. It was indicated that the pump was being replaced.